Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that patient was scheduled to see the surgeon for the explant on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3986, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the patient had tried putting a new battery in but could not turn their device on; they reported their machine did not work. It was also noted the implant might be dead. No symptoms were reported. They were redirected to the doctor to have their device checked. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the manufacturer representative (rep) was able to turn it on, but the implantable neurostimulator (ins) was essentially dead. The cause of the ins possibly being dead was due to it having a very old battery; greater than 10 years old. The hcp would be replacing the entire system since the leads have also migrated. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-mar-14. The hcp stated that the ins was not working and it was at the end of its battery life. There was no defect in the device. The machine was not working at the time of the report because it is dead and will be replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.